Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer¿s blood glucose level was 442 mg/dl. Customer treated their high blood glucose levels via manual injection and insulin pump. Troubleshooting was performed. Customer replaced the infusion set however they received no delivery alarm five times. Customer was advised the infusion set and reservoir occlusion caused the no delivery alarm. Customer was advised to return the reservoir and that a replacement reservoir would be sent out. The insulin pump will not be returned for analysis.